Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device selection button was not able to be turned. The device was not in use on a patient.

Event description:
It was reported to philips that the device selection button was not able to be turned. The device was not in use on a patient. One processor pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. The failure was located to corrupted program code in the flash memory u39/u40. One therapy pca was returned for failure analysis. No fault was found. There is no indication that the therapy pca was replaced in association with this complaint, nor with any other complaint for this device. No further action is warranted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.